Event description:
It was reported that during the implant procedure, it was difficult to insert the leads into the pulse generators header. After multiple attempts, the leads could be inserted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.